Event description:
Procedure type: gastrectomy. According to the rptr: when a nurse returned the needle-holder after use, noticed the needle was missing from the holder. The needle was found on the drape but its tip (1-2 mm in length) was broken and missing. Although the pt was x-rayed, he could not find the tip. The procedure was extended for 30 mins due to this.